Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Update received 2/11/16. Medical device declaration for shipping and aurthorization to provide asr componets to depuy's retrieval lab forms have been received by the retrieval coordinator. They provide the date of revision.

Event description:
Litigation alleges that the patient suffered synovitis, mechanical complications left total hip replacement, tissue necrosis, inflammation, loosening of the prosthesis, chromium and cobalt toxicity and complications therefrom, physical pain and disfigurement.